Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer. The field service engineer inspected the instrument and found that the operator incorrectly installed the carbon dioxide (co2) membrane, and the fse found that the co2 alkaline buffer leaked into the ion selective electrode (ise) flowcell causing damage to the sodium electrode and carbon bridge. The fse correctly installed the co2 membrane and replaced the sodium electrode and carbon bridge which resolved the issue. Age or date of birth, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results due to low anion gaps and quality control (qc) out of specification on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.